Event description:
It was reported by the legal guardian that the patient's blood glucose level rose to 530 mg/dl while wearing the pod after 2 days. Symptoms reported included frequent urination, extreme thirst, headache, lethargy, confusion, large ketones and a sweet taste in the mouth. When removed from the infusion site, the pod's cannula was found to be dislodged. The pod was discarded. As treatment, a correction bolus of 11 units of insulin was administered, and a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios.omnipod software app version: 2.2.1.operating system: 26.5.hardware: iphone14.5.cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.